Manufacturer narrative:
During the recanalization procedure of superficial femoral arterial occlusion, the .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw) was used and in the removal, it was noted that the radiopaque tip was fractured. The device was not resterilized. No abnormalities were noted when removed from the package or during prep. The device separated inside the patient. It is unknown how the segment was retrieved. The patient is stable. There was no reported patient injury. The operator was trained to the sv short peripheral steerable guidewire device. The device was opened in sterile field. The device was discarded at the hospital and was not retuned for evaluation. A product history record (phr) review of lot 35261487 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿distal tip-wires - fractured-separated - in patient¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors or vessel characteristics may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the information available suggest that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the recanalization procedure of superficial femoral arterial occlusion, the .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw) was used and in the removal, it was noted that the radiopaque tip was fractured. There was no reported patient injury. The operator was trained to the sv short peripheral steerable guidewire device. The device was opened in sterile field. The device will not be returned for analysis.